Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's right atrial (ra) lead had minimal p waves and experienced undersensing of atrial fibrillation (af) with rapid ventricular response. There was also continued far field r-wave (ffrw). Attempts were made to eliminate the ffrw without success. As well, the patient's implantable cardioverter defibrillator (ICD) had stored episodes classified as supra ventricular tachycardia (svt) are due to consistent far field, the other episode classified as ventricular tachycardia (vt) due to intermittent far field. The episodes are irregular and wavelet shows a match. The device is still in use. No patient complications have been reported as a result of this event.